Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device had insufficient/low power and the motor was worn. It was further determined that the device failed pretest for check speed with the tachometer. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.